Manufacturer narrative:
(B)(4).

Event description:
Complaint description: when advancing swg through ars, resistance was met. The swg (spring wire guide) resulted in a kinking issue.

Manufacturer narrative:
(B)(4). The customer returned a cvc set kit with multiple components. Visual examination of the spring wire guide (swg) revealed two kinks on the distal end. Microscopic examination confirmed the kinks and revealed offset coils at the location of the kinks. Both welds were intact, full and spherical. Visual examination of the arrow raulerson syringe (ars) did not reveal any defects or anomalies. The two kinks (with offset coils) were located approximately 21 and 32 mm from the distal weld. The length and outer diameter of the swg were measured and were found to be within specification. The guide wire was able to be advanced through the returned ars, despite the offset coils and bend found during visual inspection. A manual tug test confirmed that both the proximal and distal welds were intact. A device history record review was performed on the guide wire and ars and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was contained kinks and offset coils near the distal end. The returned guide wire and ars met all relevant functional/dimensional requirements, the swg was able to pass through the ars with minimal resistance, and a device history record review did not identify any manufacturing related issues. Based on the condition of the returned guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: when advancing swg through ars, resistance was met. The swg (spring wire guide) resulted in a kinking issue.